Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an extracorporeal circulation procedure, a blood stain of less than 5 ml was discovered on the ground. The bleeding originated from the 1/2 3/8 connection at the outlet of the arterial pump. A black flex clamp was added to stop the leak until the end of the procedure.  There was no adverse patient effect associated with this event.

Manufacturer narrative:
Medtronic received additional information that the same leak did not appear in multiple packs. There was no visible air in the system/tubing. It was reported that the inclusion of the black flex clamp could have taken more time to clamp. Correction d2: product code updated. Correction d4: unique identifier (UDI) # format updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.